Event description:
It was reported that the patient had a new onset of hematuria on (B)(6) 2022. Log file review captured the device operating as intended. Additional information was received that no cause for hematuria had been identified as of (B)(6) 2022. Trauma, urinary tract infection (uti) and pump thrombosis had been ruled out. The plan of care was to continue monitoring the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported hematuria could not conclusively be established through this evaluation. The controller event log file contained data from (B)(6) 2022 through (B)(6) 2022. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number(B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.